Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the customer's target bg level, activity, and sleep profile settings needed adjustments. Additionally, customer was exercising at the time of the bg level. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.